Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. The customer experienced blood glucose (bg) levels between 150-600 (mg/dl) and "slight" ketones. Supplies were changed and injections delivered to address bg levels. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusion could not be performed.